Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon ruptured at the 2nd stop (arteriotomy). The procedural sheath came out and manual pressure was applied for 30 minutes to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx vascular closure device/ procedure because the balloon ruptured with no visible calcium present. Procedure type: intervention peripheral stick location: medium sheath size: 6f vessel size: 6 mm vessel type: arterial.